Manufacturer narrative:
(B)(4). Device evaluation: there was a confirmed clean cut on one portion; tear was seen on two pieces.

Event description:
The patient presented with bilateral iliac disease. The plan was to stick both sides and stent from the aorta down. The physician used the quick-cross to cross a very tight and calcified lesion in the right common iliac. Since the only length available was 150cm the physician cut-off the distal end of the quick-cross. After crossing he went to remove the quick-cross catheter and it broke in half leaving the distal tip (all three marker bands) on the wire. The physician then completed the case by placing multiple balloon expandable stents in both the right and left iliac arteries. Once the stents were placed a snare was introduced on the left side to retrieve the distal end of the quick-cross off the other wire and remove it through the left sheath. The patient was discharged per operative plan.